Event description:
Facility staff allege that the base motor is running but the legs are not moving in or out. No injury reported.

Manufacturer narrative:
Customer verified they repaired the lift. The unit is now working as designed and back in service.